Event description:
At the end of the patient's thoracic abdominal aortic aneurysm repair without rupture, the perclose device used to close the right groin failed and bleeding occurred. We had to do a groin cut-down and transfuse the patient with 2 packed red blood cells to stabilize the patient.